Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 11-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that after an ins change there were elevated impedances. Impedances were at 5000 ohms on the left side. Multiple attempts were made by the surgeon to disconnect and reconnect to the ins. Impedances remained. The patient is still getting therapy and is okay. No environmental/external/patient factors are known that may have led or contributed to the issue. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The ins serial number and implant date were updated. The cause of the impedance issue was unknown. The impedances were still a bit elevated but the situation was resolved and the patient is receiving good therapy. No further complications were reported/anticipated.